Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the ultraverse rx pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the ultraverse rx pta dilatation catheter products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse rx pta dilatation catheter device was returned for evaluation. The sample appeared to have blood residue throughout the sample. During visual evaluation, several bends were noted throughout the catheter. Catheter was noted to be teared while inner guide wire lumen was stretched and exposed. Core wire was noted to be exposed from clear catheter. No other anomalies were noted to the sample. No further functional testing could be done, due to the condition of returned device. The investigation for the reported leak at the proximal end, and the identified catheter shaft burst can be confirmed for, as the catheter was noted to be torn exposing core wire and inner guide wire lumen. The investigation for the reported difficult to remove remains inconclusive, since no functional testing was performed due to the condition of returned device. The investigation for reported balloon rupture remains inconclusive, since no evidence for rupture is noted and no functional testing was performed due to the condition of returned device. A definitive root cause for the reported balloon rupture, difficult to remove, leak, and the identified catheter shaft burst could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2023), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly stuck in the sheath while removing the catheter. It was further reported that blood leaked at the proximal end and the balloon rupture was found. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly stuck in the sheath while removing the catheter. It was further reported that balloon proximal end found allegedly leaked and balloon rupture. There was no reported patient injury.